Event description:
It was reported that the patient was experiencing inadequate stimulation due to spinal cord stimulator (scs) was not working well. The patient underwent an ipg replacement procedure and was doing well post operatively. No device malfunction suspected. The explanted device will not be return due to hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.